Event description:
Customer reports to have high blood glucose of 775 mg/dl and was hospitalized as a result. During troubleshooting, it was found that cannula was bent. Customer was educated on proper insertion sites in order to prevent bent cannulas. Customer was advised to report bent cannula to healthcare professional for treatment purposes. Customer was also advised to change infusion set, reservoir and insulin. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.